Event description:
The customer reported that the unit would intermittently show a solid red x.

Manufacturer narrative:
(B)(4): the customer reported that the unit would intermittently show a solid red x. The unit was evaluated at philips and the failure was verified. The unit intermittently failed to boot up. Replacement of the processor pca resolved the failure. The unit passed all post servicing testing and was returned to the customer site.